Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device displayed a watchdog failure error. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of gave a watchdog error alarms and unit would not shut off until power cord was unplugged and battery was removed. Technical support - recommended to customer to replace logic board. Customer will look in to option to send unit in for flat fee repair. A review of the device history record for (B)(6) was performed from date of manufacture 12/05/2012 to present date 10/05/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results technical support provided insufficient information to determine the proximate cause of the reported issue. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 : no product returned.

Event description:
(B)(4). Abel reported pcu8015 gave a watchdog error alarms and unit would not shut off until power cord was unplugged and battery was removed. Pcu (B)(6). Case resolution: recommended abel to replace logic board. Abel will look in to option to send unit in for flat fee repair.